Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the subject device tested positive for coagulase-negative staphylococci (1 cfu/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Staphylococcus vitulinus and bacillus sp (the total cfu of the staphylococcus vitulinus and bacillus sp is 11 cfu/100ml.) The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked mdrs and found that there are three other reports from the same customer on microbiological test results as MFR. Report #8010047-2018-01533, #8010047-2018-02187, and #8010047-2020-10901. The device in the mdrs were not the same model. The mdrs say that the testing results by the third party laboratory cleared the french guideline as well as this report. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume it is unlikely that the reported phenomenon was attributed to the subject device because the microbiological test result after reprocessing by olympus france cleared the french guideline.